Event description:
The nurse (rn) of a homepatient (hp) contacted a global technical service representative (gtsr) and reported a system error 2265 alarm during cycle 1 while using the homechoice system for apd therapy. The issue was reviewed over the phone with the gtsr, which revealed that frequent interruptions in power were occurring during the apd therapy. The gtsr verbally instructed the rn to turn the device off, then on, to clear the alarm from the system. Afterwards, the gtsr instructed the rn to close the hp's minicap transfer set clamp and advance through the setup phase using the existing disposable setup. The gtsr instructed the rn to open the transfer set clamp once the system had finished repriming and therapy was restarted. No patient injury or medical intervention was associated with this incident per the home patient's nurse.

Manufacturer narrative:
Baxter's product surveillance department has reviewed proper procedures with the home patient's nurse.